Manufacturer narrative:
Analysis found the unit with no delivery alarm after battery change due to broken solder joint on interface board. The unit also had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 252 mg/dl at the time of incident. The insulin pump will be returned for analysis.